Event description:
It was reported that a touchscreen on the customer's pump was cracked or shattered. There was no adverse impact to the customer¿s blood glucose level as the pump was still operational and the customer could interact with it. The customer service team arranged to send a replacement pump. The customer will continue to use current pump.